Manufacturer narrative:
Results - no customer samples were received for evaluation. However, it is a confirmed complaint as bd is aware of the issue and has initiated a CAPA investigation conclusion - conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been initiated for documentation related to this issue of partial no needle retraction to document the investigation path, root cause analysis and remediation plan to include corrective and action plans.

Event description:
It was reported that after using the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter and activating the safety device, the protective barrier only covered half the needle. No injury or medical intervention required.